Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was leaking air at the connection of the catheter and mac-loc. This defect was noticed approximately one day after implantation to drain an abdominal abscess during a percutaneous chest drainage (pdc). In an additional procedure, the device was removed and replaced. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event: additional information was received on 14jun2018 stating the following: type of drainage was pdc (abscess drainage) and the location was the abdomen. The device was in place for about 1 day. It was exchanged out for a new one without any difficulty and returned. Investigation : evaluation. A review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted, confirming the proximal assembly was secure. The device did leak, but it was not out of specification. Device attributes were measured and found to be within manufacturing specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were two reported complaints for this lot number that were from the same hospital. Based on the information provided, the examination of the returned product, and the results of our investigation, the cause appears to be manufacturer related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. Appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.